Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), rheumatoid arthritis ("auto-immune disorder"), staphylococcal infection ("infection") and endometritis ("endometritis") in an adult female patient who had essure (ess205) (batch no. 12235410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included gastroesophageal reflux disease, bladder cancer and cystitis interstitial. In (B)(6) 2003, the patient experienced abdominal pain ("abdomen pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal haemorrhage ("spotting") and urinary incontinence ("bladder or urinary problems or changes - urinary incontinence"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2003. At the time of the report, the pelvic pain, rheumatoid arthritis, staphylococcal infection, endometritis, abdominal pain, dysmenorrhoea, fatigue and urinary incontinence outcome was unknown and the abdominal pain lower and vaginal haemorrhage had resolved. The reporter provided no causality assessment for endometritis with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, pelvic pain, rheumatoid arthritis, staphylococcal infection, urinary incontinence and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. New events: bladder or urinary problems or changes - urinary incontinence, dysmenorrhoea, fatigue, device monitoring procedure not performed, abdominal pain, spotting, endometritis added. Reporter, patient demographic information, product lot number, concomitant disease added. Previously reported event autoimmune disorder updated to rheumatoid arthritis and infection updated to staphylococcal infection and abdominal pain lower outcome updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), rheumatoid arthritis ("auto-immune disorder"), staphylococcal infection ("infection") and endometritis ("endometritis") in an adult female patient who had essure (ess205) (batch no. 12235410 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included gastroesophageal reflux disease, bladder cancer and cystitis interstitial. In (B)(6) 2003, the patient experienced abdominal pain ("abdomen pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal haemorrhage ("spotting") and urinary incontinence ("bladder or urinary problems or changes - urinary incontinence"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2003. At the time of the report, the pelvic pain, rheumatoid arthritis, staphylococcal infection, endometritis, abdominal pain, dysmenorrhoea, fatigue and urinary incontinence outcome was unknown and the abdominal pain lower and vaginal haemorrhage had resolved. The reporter provided no causality assessment for endometritis with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, pelvic pain, rheumatoid arthritis, staphylococcal infection, urinary incontinence and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), endometritis ("endometritis"), rheumatoid arthritis ("auto-immune disorder") and staphylococcal infection ("infection") in an adult female patient who had essure (ess205) (batch no. 12235410 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: leflunomide, methotrexate, prednisone, omeprazole and humira. Concurrent conditions included gastroesophageal reflux disease, bladder cancer and cystitis interstitial. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), abdominal pain ("abdomen pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced fatigue ("fatigue") and urinary incontinence ("bladder or urinary problems or changes - urinary incontinence"). In (B)(6) 2003, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and vaginal haemorrhage ("spotting"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy) and surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2003. At the time of the report, the pelvic pain, endometritis, rheumatoid arthritis, staphylococcal infection, abdominal pain, fatigue and urinary incontinence outcome was unknown and the abdominal pain lower, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter provided no causality assessment for endometritis with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, pelvic pain, rheumatoid arthritis, staphylococcal infection, urinary incontinence and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received: historical drugs added and outcome of event dysmenorrhea updated to recovered/resolved. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("cramping") and infection ("infection"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2003. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain lower and infection outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, infection and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.